Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed through remote transmission. Myopotential oversensing was suspected. The physician elected to cap and replace the lead.